Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 302mg/dl. Elevated bg level was treated by administering a bolus. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support discussed factors that could affect bg levels with the customer. Recommendation was made for the customer to consult with their healthcare provider to discuss what may be affecting their bgs.